Event description:
The customer reported the system displayed a precharge error message. This error is message is likely to prevent the system from booting up. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.